Manufacturer narrative:
He returned meter and strips were provided for investigation where they were tested using a high-level control sample. Testing results (qc range = 2.3 ¿ 3.5 inr): qc 1: 2.6 inr, qc 2: 2.6 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. Patient result memory is empty, customer results not traceable.

Manufacturer narrative:
Coaguchek inrange serial number is (B)(6). The product has not been received for further investigation at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Section e3: occupation is patient/consumer.

Event description:
There was an allegation of questionable results from coaguchek inrange meter, serial number (B)(6). At 1:00 pm the meter result was 2.5 inr. At 1:02 pm the meter result was 2.0 inr. The patient¿s therapeutic range is 2.0-2.8 inr.